Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert more than once. The customer's blood glucose was 344 mg/dl at the time of incident. The insulin pump was returned for analysis.